Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31367. It was reported the patient underwent surgical intervention on (B)(6) 2020 to address a high impedance issue. (Reference reg report: 3006705815-2020-31374, 3006705815-2020-31375) during the procedure, one of the patient's existing leads was damaged while the physician was removing another lead. In turn, the entire system was explanted and replaced to address the issue.